Event description:
It was reported that 13 days after a kpe with intraocular lense and trabeculectomy, the pt had to come back for a wound revision due to the sutures dissolving. The physician felt that the sutures were dissolving to quickly. After wound revision no further surgical intervention was needed.